Event description:
Leaking was noticed by the home healthcare nurse during flushing before the pt's antibiotic treatment. She removed the proximal end of the catheter and sent the pt to the hosp for retrieval of the distal segment via cut down. The segment remained lodged in the vein around the shoulder. There were no pt complications.